Event description:
On (B)(6) 2012, product analysis was completed on the explanted generator. The generator performed according to functional specifications and there were no anomalies found with the pulse generator. Product analysis on the leads was completed on (B)(6) 2012. The electrode array portion of the lead was not returned for analysis, therefore an evaluation and resulting commentary cannot be made on that portion of the lead. The connector boot has what appears to be a bump near the large o-ring resulting in a slight out-of-tolerance dimensional issue; however, setscrew marks show that it did not have an adverse affect on lead pin insertion and did not affect functionality. The lead assembly was cut at approximately 34.1cm from boot and the outer silicone tubing had a cut opening at approximately 30cm from the boot. The lead assembly has remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing opening and the end of the returned lead portion. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury. Type of report, corrected data: inadvertently did not check "30-day" on initial report.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2012, it was reported that the vns patient was scheduled for prophylactic battery replacement that day and during pre-operation diagnostics, high impedance was observed with output=limit/lead impedance=high/eos=no. The patient therefore underwent a full revision surgery to resolve the high impedance. The patient's settings pre-operation was output=0.75ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=1.8min/magnet output=0.75ma/magnet on time=60sec/magnet pulse width=250usec. The surgeon reported that he visualized a lead break in the old lead by the neck inside the silicone. The lead impedance after surgery was reported to be within normal limits. The patient was re-interrogated to ensure it was disabled. The explanted lead and generator were returned for product analysis on (B)(6), 2012 which is still underway and has not yet been completed. The physician later reported that the high impedance was first observed on (B)(6), 2012. No x-rays had been taken. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance.